Event description:
It was reported that while testing the unit, the cs100 intra-aortic balloon pump (iabp) failed to power on; the screen flickered briefly and then automatically shut down. The customer reported that the device had not been used for years. There was no patient involvement reported. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. After pressing the power switch, the screen flashed briefly and then went out. The timer did not light up, and only the main unit fan was spinning, indicating a power module failure. A quote was provided to the customer, but due to the high price and the extremely low frequency of equipment use, the customer declined the repair.

Manufacturer narrative:
Event site postal code: (B)(6).